Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was no electrode attached. Customer's blood glucose value was unknown. The customer also reported that the sensor not able to start and no sensor signal. The device will not be returned for analysis.